Event description:
It was reported that a user recorded a finger-stick blood glucose of 319 mg/dl while using the ilet system, with no symptoms reported, and was instructed to change the infusion site; troubleshooting and education were completed with a plan for follow-up. Symptoms included no reported clinical manifestations. Outcomes included no functional impact beyond the high glucose event and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting focused on infusion site and user guidance. Investigation of this case revealed an episode of hyperglycemia with unclear cause, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.